Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The physician elected to implant an additional valiant device and extended coverage up to the origin of the left common carotid artery. The event was resolved after the intervention was performed. Per the physician, the cause of the event was unknown.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported migration leading proximal type I endoleak and aneurysm enlargement cannot be conclusively determined from the films provided. Pre-implant anatomy information, films at implant, and earlier post-implant films were not returned for review and comparison. The stent graft location at implant was unknown. It was unclear if the stent graft migrated since implant. The films provided showed that there was a possible proximal type I endoleak due to lack of proximal stent graft seal to the inner curvature of the aortic arch. The stent graft was acutely angulated near the second stent ring. It is likely that the aorta surrounding the proximal stent graft may have dilated due to disease progression. Thoracic vessel dilatation combined with acute angulation in the stent graft may have contributed to the events.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm thoracic aortic aneurysm. It was reported that, a CT taken, revealed that the valiant device appeared to be 26mm back from the innominate artery causing a type ia endoleak and aneurysm growth. No clinical sequelae were reported and the patient is fine.